Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present in the helix housing and confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements with loss of capture (loc). There was no asystole. Radiological imaging confirmed that the lead did not dislodge. Surgical intervention was performed and the lead was tested with the pacing system analyzer (psa) with acceptable measurements. Attempts to reposition the lead was unsuccessful due to helix extension issues. The lead was explanted and replaced without incident.